Manufacturer narrative:
Catheter breakage is confirmed. It appears that tubing has been chemically degraded. Info provided by user does not indicate obvious source of damage and is insufficient to determine cause. Cause of infection is also unknown, however, damaged tubing may have leaked infusate inside pt, resulting in sepsis. Product implicated and returned for eval is special order 4fr catheter kit. (This kit includes standard catheter packaged in special tray.) Catheter is returned in 17 individual segments ranging in length from 0.2" to 9.45". Longest segment (9.45") represents proximal portion of catheter and includes 2-piece connector and suture wing. There are two depth markers printed on this segment, 40 & 50cm markers (4 & 5 black dots, respectively). Distal end of this segment is broken at 1.35" distal to 40cm depth marker. It appears that break occurred near skin exit site. 2-piece connector is attached approx. 2.5" proximal to 50cm depth marker. Suture wing is located 6" distal to proximal end of luer hub connector, or 2.9" proximal to broken end of this segment, which has been fastened to tubing with yellow-colored multi-filament sutures. Additional yellow suture is tied through one of suture holes in wing. Brown residue adheres to bottom side of wings. There is tape gum residue on connector and suture wing, also. Yellow crystalline residue is seen intermittently inside lumen. Clear portion of most distal 0.4" of tubing is stained yellow at break. Most of other 16 catheter tubing segments are also stained yellow in clear portion. All of pieces appear to be broken on both their ends, except for proximal segment and distal tip which are only broken on one end. Distal tip segment measures 0.6" long and includes tungsten plug and entire valve slit. It is heavily stained with yellow residue, and normally clear stripe in tubing is now opaque. Lumen appears swollen, and valve slit is permanently deformed and gapping open. History review of lot number provided by customer (36ah6408) is not valid for this product code. However, lot history review of lot #36ah9408 shows no related mfg issues, and one other field complaint concerning catheter breakage reported for this lot. Eval is pending on other complaint. Notes in file indicate that catheter was placed in subclavian vein. It was in for 8 months when pt developed fever. Catheter broke off, "above skin", when dr attempted to remove it under traction. Catheter was removed and replaced w/o harm to pt. After removal, dr pulled on both ends and it broke like deteriorated rubber. They had been insufing tpn solutions, soybean oil, and "broact" (cefpirome sulfate). The catheter was flushed with 10cc saline after infusions. They had been disinfecting insertion site with povidone iodine. Initial eval and decontamination shows that all segments were patent. It was also noted that one short segment was split longitudinally. This is apparently in reference to gaping valve slit of distal tip.

Event description:
The catheter was in for 8 mos. The pt suffered fever. When dr went to remove catheter & pulled slightly, it broke in the pt. The catheter was removed & replaced without harm to the pt.